Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released/ potential damage) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the false 'gel previously released' flags is the damage to the internal wires. The cause of the damaged wires is the pulled cable. The root cause of the pulled cable cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his electrode belt. The patient's download revealed multiple occurrences of the "gel previously released" flag. There were, however, no corresponding gel release events, indicating potential damage to the electrode belt. The patient was issued a replacement electrode belt.